Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was difficult to depress. Customer applied more pressure to the button and it functioned as intended. There was no reported adverse impact to customer's blood glucose. Customer continued to use the pump for insulin therapy.